Manufacturer narrative:
Clinical review: the event was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019 a nurse from a hospital contacted technical support for supply bag blocked alarm. The patient is unidentified. Attempts to obtain additional information were unsuccessful. There was no report of an adverse event. The reason for the patient hospitalization is unknown. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Al nurse from the hospital for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with supply bag lines are blocked alarm. The nurse rebooted the cycler and received a power fail recovery failed message. Additional information was requested, however to date not provided

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.